Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
During daily maintenance, the cs100 intra-aortic balloon pump (iabp) display had a blue screen and no data displayed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse was able to reproduce the reported issue and determined the video receiver board malfunctioned. No parts have been replaced at this time and the repairs are not yet complete. The iabp has not been returned to the customer or cleared for clinical use at this time. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during daily maintenance performed by the customer, the cs100 intra-aortic balloon pump (iabp) display had a blue screen and no data displayed. There was no patient involvement, and no adverse event reported.